Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vnmc3737c90tu, serial/lot #: (B)(4), ubd: 24-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the patient for an endovascular treatment. Approximately 2 years post implant it was reported the (B)(6)lab observed a type iiia endoleak from cts taken on (B)(6) 2019 it was reported the type iiia endoleak was located between the 2 distal devices, the stent grafts with serial numbers (B)(4) and (B)(4). No cause of the event was provided. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: core lab review of CT images from 04 jun 2019, 05 sep 2019, 26 nov 2019, 04 nov 2020, 22 jun 2021 and 21 dec 2021 show an undetermined endoleak was noted. On CT imaging from 04 nov 2020, 22 jun 2021 and 21 dec 2021, aortic enlargement of +6.9mm, +11.5mm, and +11.2mm were noted, respectively. No stent ring enlargement, stent ring migration or stent fracture was identified. A type iiia endoleak was previously reported for the 26-nov-2019 visit, but after additional imaging was received, the correct type is undetermined (either a type iiia from gutter leak or type ia from non-navion celiac branch). Ne for some fractures and srms due to scan quality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.